Event description:
During the set-up, the doctor noticed that the lens appeared to be stained. The doctor used another lens for the procedure.

Manufacturer narrative:
This form was completed by the manufacturer.